Manufacturer narrative:
Insulin pump received with high sleep current measurement, problem isolated to pcb 1. Insulin pump passed displacement test, active current measurement and self test. (B)(4).

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.